Event description:
It was reported to baxter (B)(4) that the blue winged cap at the end of the luer lock was discovered missing upon opening the overpouch/before use. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "missing blue winged luer cap" was confirmed due to operator error during the manual winged-luer cap assembly process. This is a single use device and will not be repaired. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation, per the customer; however the device has not yet been received by baxter. Should the sample and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.